Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of seizure in a (B)(6) male pt who received breathe right nasal strips (breathe right nasal strips tan) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced seizure. This case was assessed as medically serious by (B)(6). Treatment with breathe right nasal strips was continued. At the time of reporting, the event was resolved. The reporter stated that her husband was using a breathe right strip at the time he had his seizure but that he was also taking some prescription medications and was in a high altitude at the time the seizure occurred. The manufacturer's report number for this case is 3004486989-2009-00003. Breathe right is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).